Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced ineffective therapy, placement of the paddle was too low and lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.